Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, instructions for use (IFU), and trends, was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU " do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Repositioning the stent graft distally after partial deployment of the covered proximal stent may result in damage to the stent graft and/or vessel injury. The zenith flex aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional and angiographic devices in the region of the suprarenal stent." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. According to the complaint report, the patient experienced a type b aortic dissection. After close monitoring, the patient was seen to improve. A type b aortic dissection is a tear in the inner lining of the descending aorta. This tear allows blood to flow through the walls of the aorta rather than remaining in the central channel or the true lumen. It can be treated with aggressive control of blood pressure. Aortic dissections can occur due to the surgical procedure, the device, or patient anatomy. Either the delivery system or the graft can lead to vessel damage. If the physician uses the wrong diameter sheath during the procedure, extensively oversizes the device, or tries to move the device after the top stent is deployed, aortic dissection can occur. If the delivery system has any rough edges or the stent fractures or moves, the vessel can be damaged. Patient anatomy can also be a major factor: areas of stenosis, thrombosis, calcification, or tortuosity can make the vessel more susceptible to dissection. Based on the limited information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Additional information was requested but not received.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2015, an (B)(6) female patient underwent evar for aaa. After no issues were noted via angiography, the procedure was completed. On the same day, while the patient was returning to a hospital ward, she complained of back pain. However because it was determined to not be an issue and she returned to the ward. On (B)(6) 2015, a CT angio due to continuous back pain confirmed retrograde type b aortic dissection from near the higher renal artery to the descending aorta. On (B)(6) 2015, a second CT angio confirmed enlargement of the true lumen and shrinkage of the false lumen. Also, patient's subjective complaint was resolved. The patient recovered. No additional treatment have been performed. The patient had to undergo walk rehabilitation. However, the patient's condition is stable.